Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported several clips did not close proimally. There was no consequence to the patient.